Event description:
Event description cpi received information that the patient with this implantable pacemaker (ipm) had a grand mal seizure, and was later found to be pacing at a rate in the 40's. The programmer did not have the appropriate software installed to interrogate the device.